Manufacturer narrative:
(B)(4). The customer reported that unit unexpectedly shut down while monitoring a pt. No adverse pt impact was reported. The device was evaluated by philips and no problem was identified. The issue was localized by the customer to the external ac/dc converter which powers the unit in the ambulance. There was no malfunction of the device.

Event description:
The customer reported that unit unexpectedly shut dow while monitoring a pt.